Event description:
It was reported that the patient presented for device change-out due to normal eri. Leads were attached and pocket was closed. Dft testing was performed and the dc fibber would not induce the patient. Noise was observed rv-can, via review of egm and was without signal. It was found that the leads were reversed in the device header. Pocket was opened and leads were repositioned.

Manufacturer narrative:
No medwatch form was received.